Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 23 mg/dl, 187 mg/dl and 226 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer returned reported meter (B) (4). The complaint was not confirmed and all results were within range specification. Additionally, the reported readings of 23 mg/dl, 187 mg/dl and 226 mg/dl were found in the device's internal memory log all within 10 minutes.